Event description:
Customer reported a past high blood glucose event with the specific level displayed as "high" but the exact value was unknown. Cause was not known. To resolve the issue, customer took a correction injection via multiple daily injections (mdi). Customer was advised by technical support to consult with a healthcare professional to discuss factors affecting their blood glucose levels and agreed to this course of action.